Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Unit received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received multiple insulin flow blocked alarms. The customer's blood glucose was 118 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced and they had completed with troubleshooting. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.